Event description:
The procedure performed was a laparoscopic parasophageal hernia repair/nissen fundoplication. A device component fell into the patient cavity and was retrieved with grasper. The handle had a sticky feeling. Another handle was opened to correct this condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the handle was crunching, the device was not smooth while toggling. The suture also detached from the needle. The device was not loading smoothly. There was no patient injury or hazard. There was user involvement. There was no user injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. There was no delay in surgical time of more than 30 minutes. The grasper fell into the patient cavity. No device fragment was left in the patient cavity. The current patient status is good.